Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l4-l5 spinal root decompression. In 2000 the pt presented with bilateral lumbar radiculitis which was moderate in intensity. The pt was treated with a prednisone taper and advil upon initial onset of symptoms. Physical therapy was then administered from 3/00 thru 4/00. The event resolved with treatment in 4/00. The investigator classified this event as unrelated to adcon-l and classified it as "illness being treated" as a possible explanation for the event. The investigator also noted this as a "normal, common recurrence".